Event description:
Peri-guard and dura-guard packaging and labeling is similar. For reference: peri-guard numbers: pg-0608sn dura-guard numbers: db-0608sn. The similarities could result in accidentally stocking a peri-guard product in the location for a dura-guard product. The similarities could result in the accidental use of the incorrect product in an or case.the manufacturer has been contacted by our facility and a senior qa engineer for their tissue-guard product lines has responded to our concerns/inquiries stating "we will enter your comments into our formal complaint system to assure we execute a regulatory review of your comments."